Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting shocked where the battery is for the last week, if he moves a certain way. The patient said it was like a deep burning shock and it happens, if he moves a certain way or bends over. The patient was directed to follow-up with their healthcare provider (hcp). The patient mentioned he has had pain blocker shots since implant, but it has been a while since he had one. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no actions were taken to resolve the shocking, but the shocking had ben resolved. The hcp reported no weight change. No further complications were reported.